Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assemblies. No button error alarm could be verified due to the blank display. The insulin pump was alo received with moisture damage to the keypad traces, vibrator motor, motor assembly and force sensor resistor. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after falling into water. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.